Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with header bag. The guidewire and locator were returned as well. Visual inspection revealed that the returned carrier tube was mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The distal tip of the sheath was inspected under the microscope and the presence of the anchor was confirmed within the sheath. No other visual anomalies were noted. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that there was no anchor or collagen in the angio-seal device carrier tube. There was no harm to the patient. Additional information was received on 27feb2020. The procedure performed for the patient prior to use of closure device was a percutaneous transluminal angioplasty (pta) aic and anastomosis fem-pop crossover left. A 6fr sheath was used. A pre-deployment angiogram was performed; an ultrasound guided in gel soft fem-pop cross over, right groin puncture. The moment the device was withdrawn there was no tension from the anchor to the arterial wall. The whole device was pulled out and no anchor nor suture was detected hanging lose from the device. Nor were there bits of the device left in the patient. The patient was in stable condition. Hemostasis was achieved with ten minutes of manual compression.